Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that hemostasis of an unknown vessel was attempted with a proglide device, relative to a transcatheter aortic aneurysm stenting procedure. Reportedly, the guide wire would not feed though the proglide sheath. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is reportedly unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty inserting the guide wire was not confirmed. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.